Manufacturer narrative:
Qn# (B)(4).

Event description:
On 16-sep-2024 palette life sciences received a notification from the [distributor] who received it from a [hospital] in germany. It was reported that "during the use of the deflux pre-filled syringe, the thumb/finger rests broke". This complaint was reported under (B)(4) MDR 3014909464-2024-00021. Additional information received on 20-sep-2024 from the [distributor] in germany, indicated that this same issue occurred in 9 additional syringes. Further additional information received on 24-sep-2024 from the [distributor], reported that in all cases there was a break of the s yringe during instillation, in no case was there any injury to the user or patient and all the affected syringes are from the same batch.

Event description:
On 16-sep-2024 palette life sciences received a notification from the [distributor] who received it from a [hospital] in germany. It was reported that "during the use of the deflux pre-filled syringe, the thumb/finger rests broke". This complaint was reported under tc#(B)(4) MDR 3014909464-2024-00021. Additional information received on 20-sep-2024 from the [distributor] in germany, indicated that this same issue occurred in 9 additional syringes. Further additional information received on 24-sep-2024 from the [distributor], reported that in all cases there was a break of the s yringe during instillation, in no case was there any injury to the user or patient and all the affected syringes are from the same batch.

Manufacturer narrative:
(B)(4). Associated complaints: 3014909464-2024-00021, 3014909464-2024-00024, 3014909464-2024-00025, 3014909464-2024-00030, 3014909464-2024-00031, 3014909464-2024-00032, 3014909464-2024-00026, 3014909464-2024-00027, 3014909464-2024-00028, 3014909464-2024-00029. Complaint verification testing could not be performed as no sample was returned. There are no deviations or remarks identified in the review of batch records on the reported lot that can explain the complaint. No quality issues found connected to the raw material which can explain the complaint. The most probable root cause could not be determined. The number of complaints on this batch is low. No further actions will be performed within this complaint, however, the batch and syringe is monitored and if relevant, further investigation will be performed. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.